Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the button input was not responding. The patient was unable/unwilling to provide information on if the display screen was updating. Due to not being able to determine if this was a frozen screen this report is being submitted. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and there was no data within the investigation window. A global receiver functional test was performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. The confirmation of the complaint is undetermined. A probable cause could not be determined.